Manufacturer narrative:
Device not returned.

Event description:
It was reported that during coil embolization procedure, the subject coil was stretched and perforated the aneurysm. No known clinical impact to the patient reported. No additional information was provided.

Event description:
It was reported that during coil embolization procedure for aneurysm located at the anterior communicating artery (acom), the subject coil perforated the aneurysm. No known clinical consequences to the patient reported.

Manufacturer narrative:
The electronic device history record (edhr) review confirms that the device met all material, assembly and performance specifications. The subject device remained implanted; therefore, visual, dimensional and functional testing could not be performed. In the case of this complaint, the reported issue is a known and anticipated complication to these types of procedures and patient condition and is listed as such in the device direction for use (dfu); therefore, a probable cause of anticipated procedural complication was assigned to the as reported issue patient aneurysm burst/ruptured. Executive summary: updated to include that the subject coil was not stretched and the procedure was for an aneurysm located at the anterior communicating artery (acom). Catalog #: corrected. Lot #: corrected to unknown. Date of implant. Concomitant products grid: added. Initial reporter name: updated.